Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call frozen screen display on the insulin pump. Customer advised the buttons are unresponsive and there is nothing visible on the display. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
After battery installation, the pump gave an unexpected white flashing lcd followed by an unexpected intermittent beep alarm due to a cracked lcd controller. Unable to perform the functional testing including the self test, rewind, seating, basic occlusion, occlusion, force sensor or displacement tests, or verify the frozen screen anomaly due to the display anomaly. The pump also had a cracked case at the reservoir tube lip, cracked battery tube threads, and minor scratches on the lcd window.